Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#:(B)(4), model description: st linear trial lead with pre-loaded 0.014" stylet - 50cm explated lead will not returned as they were discarded by the medical facility.

Event description:
A report was received that the patient's leads were coiled around the ipg due to migration, which was confirmed by an x ray. The physician explanted the two leads and implanted two new leads. The patient is doing well following the lead revision.